Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was not locking in place and the customer had high blood glucose level. The customer¿s blood glucose level was 23 mmol/l. The customer reported that the clear reservoir lip was broken. The customer reported that the insulin pump received insulin flow block alarm, calibration not accepted alarm and sensor glucose value not available alarms. The customer¿s blood glucose level was 18 mmol/l and 9.8 mmol/l. The reservoir will not be returned for analysis.